Event description:
A healthcare worker complained of burning senstaion and skin discoloration on the hand upon removal of a load from a completed cycle. The worker did not seek medical attn and the symptoms resolved within an hr. The vaporizor plate was not in place at the time of the event. Since then, the staff has been advised to ensure the plate is in place prior to use.